Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The measurable dimensions of the extraction screw were checked so far as possible and found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the international standard. The fracture face is homogenous which indicates material conformity. The complaint condition is likely the result of far too much mechanical force that has been applied, either during the removal (unnoticed) or later at the disassembly of the instrumentation set. No product fault could be detected. This complaint is indeterminate. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the instrument broke during surgery. There wasn't any impact on the procedure, the operation was finished successfully. The broken part was discarded. This is report 1 of 1 for complaint # (B)(4).